Event description:
Revision surgery- the pt was not getting range of motion therefore the doctor replaced the insert with a smaller, thinner size.

Manufacturer narrative:
The reason for this revision surgery was to remedy limited range of motion after 4.9 months of pt use. There is no info in this complaint about any pt injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history report showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the (B)(4) complaint for this part number (B)(4). The root cause was most likely due to implant size selection. There are no indications of a product or process issue affecting implant safety or effectiveness.